Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection with sepsis. This device was explanted and at this time, no new device has been implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection with sepsis. This device was explanted and at this time, no new device has been implanted. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was done. A baseline testing was completed. No failing conditions were found. The allegation could not be confirmed, however, infection and pocket erosion are a known inherent risk. Analysis of the returned product is not able to provide relevant information for infection-related allegations.